Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete. Placeholder.

Event description:
Spacelabs received a medwatch report forwarded from FDA that on (B)(6), 2021 a clinician was unable to continuously monitor respiration in a nicu patient due to a malfunctioning spacelabs cartridge. There was no injury as a result of this event, this issue is under investigation.

Manufacturer narrative:
No patient injury reported. The hospital biomed reported that he tested, the unit passed all functional tests. The device remains at the customer site. Spacelabs field service engineer and regulatory reporting specialist made several attempts to follow up with the customer for additional information, none was provided. This report is complete, and this issue is considered closed. A supplemental report will be submitted should additional information become available.